Event description:
During an endovascular embolization procedure to treat a dural arteriovenous fistula (davf), the trufill n-bca liquid embolic system procedural set - 1 gram (632500j / lot# unknown) was prepared using the devices included in the set, and the concentration was adjusted to 33%. The physician subsequently reported that during the actual injection, the polymerization rate appeared to be slower compared to the conventional product. The procedure itself was completed without any issues. The treatment was reported to have been successful. There was no negative impact on the patient. On 15-jun-2026, additional information was received. The information confirmed that the 33% concentration documented is the ratio of the n-bca to ethiodized oil. The n-bca liquid embolic was used in the procedure, the remaining material (including the container and packaging) was discarded after the procedure. On 24-jun-2026, additional information was received. The information indicated that the lot number of the trufill n-bca liquid embolic system was c123254557. There were no discrepancies or abnormalities noted with any of the components prior to use or during mixing. The reported issue did not result in any delay in the procedure. Other additional information requested could not be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is kgg / sgu. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the n-bca liquid embolic was used in the procedure, the remaining material (including the container and packaging) was discarded after the procedure. A review of manufacturing documentation associated with this lot (c123254557) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.